Event description:
Review of provided diagnostics and egms indicated normal sensing and normal device behavior. There is no known allegation from a health professional that the death was related to the device.

Event description:
It was reported that during device interrogation, in a crematorium on a patient who expired recently, the device showed undersensing in both atrial and ventricular events. The device showed a single vt/vf event where the patient received atp however, due to undersensing, the device detected a return to sinus and aborted further therapy. Increased hv and pacing lead impedance was noted. No new information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 10cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.